Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was noted with lead perforation. The lead was explanted and replaced on (B)(6) 2019. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection found the helix clogged with blood. After cleaning, the helix could be extended and retracted. The helix extension length was within specification. A tip stiffness test was performed, and the results were within specification.